Event description:
IV tubing port that inserts into the extension tubing attached to the patient broke off. New tubing obtained, no harm to patient. Original tubing package was discarded therefore lot number not available.